Manufacturer narrative:
This follow up report is being submitted to report additional information. Patient information: the patient was elderly. It was noted that there were 4 potential serial numbers associated with this single event. It is unknown at this time what the serial numbers are.

Event description:
It was reported that the unit dived and took a full thickness graft. An additional graft and sutures were needed to complete the surgery. A 30 min delay occurred. The event occurred during surgery. The patient was elderly and had fragile skin. The surgical technique was used. The event was completed with a new device. No additional patient consequences were reported.

Event description:
No new information.

Manufacturer narrative:
This follow up report is being submitted to report additional information. There are 3 possible dermatome units that could be associated with this event. The serial numbers are (B)(4), (B)(4) and (B)(4). It is unknown which serial number it is that coincides with this event.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). This report is being filed with supplemental information. D11: concomitant medical products: item# 00880000010, zimmer dermatome blades, lot# 64109928. On (B)(6) 2019, it was reported that the unit dived and took a full thickness graft. The customer did not provide a serial number for the specific unit that was involved in the reported event. The device history record (DHR) review was unable to be performed as the device serial number is unknown. Three serial numbers were provided during follow up but it cannot be determined which serial number was involved in the reported event. The repair history review was unable to be performed as the device serial number is unknown. Three serial numbers were provided during follow up but it cannot be determined which serial number was involved in the reported event. The device history record (DHR) review for the dermatome blade lot number 64109928 noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing. The DHR review also found that all verifications, inspections and tests were successfully completed. During follow up it was noted that the account has 4 electric dermatomes and three of the units, serial number (B)(6), (B)(6) and (B)(6), were returned for evaluation and repair. Product review of the electric dermatome serial number (B)(6) by zimmer biomet taiwan on march 5, 2019 revealed that the device operated below motor speed specifications and the control bar was positioned in the correct location when tested with the master blade. This review is associated with (B)(4) where it was reported that the button was stuck and the lever was loose. Repair of the electric dermatome was performed by zimmer biomet taiwan on march 7, 2019 which included replacement of the motor, handpiece switch, bearing pack, o-ring, seal and reciprocating arm. Electric dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Product review of the electric dermatome serial number (B)(6) by zimmer biomet taiwan on march 5, 2019 revealed that the device operated within motor speed specifications and the control bar was positioned in the correct location when tested with the master blade. This review is associated with (B)(4) where it was reported that the device was making strange sounds. Repair of the electric dermatome was performed by zimmer biomet taiwan on march 7, 2019 which included replacement of the motor, handpiece switch, bearing pack, o-ring, seal and reciprocating arm. Electric dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Product review of the electric dermatome serial number (B)(6) by zimmer biomet taiwan on april 17, 2019 revealed that the device operated within motor speed specifications and the control bar was positioned in the correct location when tested with the master blade. This review is associated with (B)(4) where it was reported that the motor was not running smooth and did not have enough power. Repair of the electric dermatome was performed by zimmer biomet taiwan on april 22, 2019 which included replacement of the motor, handpiece switch, bearing pack, o-ring, seal, reciprocating arm and external e-ring. Electric dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as it is unknown what device the account was using during the reported event. The root cause of the reported event could not be specifically determined with the information that was provided. It is unknown what device the account was using during the reported event. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the unit ¿dived¿ and took a full thickness graft. An additional graft and sutures were needed to complete the surgery. A 30 min delay occurred. No additional patient consequences were reported.